Event description:
It was reported that the user called about a high glucose value of 338 mg/dl after a normal dinner with proteins and carbohydrates, with the last infusion set or supply change occurring immediately before the call, and troubleshooting and education were provided. Symptoms included no reported clinical symptoms. Outcomes included a transient elevation in blood glucose without hospitalization or medical intervention. Investigation included telephone-based troubleshooting and education focused on potential infusion or delivery issues and user technique. Investigation of this case revealed no confirmed device malfunction, and the event remained consistent with unexplained hyperglycemia with potential user or infusion-related factors not verified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.